Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: patient came into office post-op day 4 looking pale/week w/ elevated hr. Sent to ER immediately. Blood panels/rbc/bp/hr all outside normal parameters. 4-5 units of blood administered. CT performed to check for active bleed. CT showed hematoma around anastomotic site (this is why he suspected device failure). Gi consult was requested and performed and it did show an active bleed. Patient was observed and discharged post day one. Patient is doing fine w/ no additional follow-up required or administered since discharge.

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why does the surgeon believe that the bleeding identified was associated with the device? What is the current patient status?

Event description:
It was reported that during a right hemicolectomy procedure the device did not work correctly. No details were available. Procedure was completed with another device of the same product code. The patient saw the surgeon 4-5 days post-op because he wasn't feeling well. The surgeon observed the patient and decided to send him to the ER. The patient's hemoglobin was dropping, the hospital performed a CT scan and found a hematoma at surgical site. The surgeon did not reoperate, but did transfuse 5 units of blood to the patient. The patient was scoped and no active bleed was found. It was unknown how long the patient was in the hospital because of this complication. The patient has since been released from the hospital.